Event description:
It was reported that during a follow-up visit, noise was observed with the ventricular pacing. This was noted after the threshold testing. In 2009, the egms showed inappropriate shock due to noise. The physician opted to turn off tachy therapy and hospitalized the patient until a final decision can be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.